Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified the control body had a missing single component, paste-like, thixotropic adhesive at the forceps cover, pink rubber missing glue, and multiple chips. In addition, the light guide lens had a pinhole on the cement. There was no patient involvement.